Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Based on the information received, the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 2800 aortic valve implanted for 13 years, 10 months was being evaluated for a valve-in-valve procedure due unknown reasons.

Manufacturer narrative:
Based on the additional information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 21mm 2800 aortic valve implanted for 13 years, 10 months was being evaluated for a valve-in-valve procedure due unknown reasons. There was no investigational evidence of premature failure of the device.